Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap tapp hernia. Event description: the action being performed when the event occurred was trying to dissect inguinal region. While dissection the inguinal, the handle got detached from the instrument. Luckily the surgeon removed from the 5mm trocar holding the shaft end. There was no clinical impact to the patient. Intervention: he replaced with other dissector from the stores. Patient status: nothing issue.